Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient experienced an infection at the ipg. As such, surgical intervention was undertaken wherein the area and ipg was flushed and treated with antibiotics. Additionally, the patient was hospitalized and was given oral and IV antibiotics to treat the infection. Reportedly, the patient has been discharged and continuing oral antibiotics.

Event description:
Additional information received indicates that the surgical intervention was on (B)(6) 2022.

Event description:
Additional information received indicates that surgical intervention took place in 2022 (exact date of explant unknown) wherein the entire system was explanted to address the infection. Reportedly, the infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing non-conformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Exact date of explant is unknown. During processing of this incident, attempts were made to obtain complete event. Further information was requested but not received.